Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that their tmj they can feel is getting worse since starting the byte aligners. Their dentist has expressed not wanting to be involved in any byte related processes.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.